Event description:
It was reported by an attorney that an elderly female patient in a nursing home fell from her bed and was injured by a hook on an IV pole. It was verbally reported that the patient bled to death before being found by the nursing home staff. The I v pole was alleged to be a product manufactured by midmark.

Manufacturer narrative:
This is a late filing of an MDR. This is being filed based upon information received as part of a legal action. Midmark was not directly involved. This midmark product does appear to have been involved. The information regarding this issue was verbally communicated by an attorney defending the nursing facility. The product allegedly involved was an IV pole of a type that was manufactured and distributed by midmark in the 1990's. This model had a hook located approximately 16 inches from the floor. It is unclear why this hook was located in this position, but it appears to have been for the purpose of hanging a debris bag for a catheter or drainage purposes. There was an original contact in 2003 that was an inquiry regarding whether midmark was the manufacturer of an IV pole identified as model bv5284-13. Literature was located at that time that confirmed the model number was a model number used by midmark. There was no further contact until january 2006. At that time, midmark was contacted by an attorney who provided the information regarding this incident. The legal action precluded midmark from pursuing an active investigation of this incident. A photo of the IV pole allegedly involved has been provided to midmark. Even though the labeling is not visible, it does appear to be of a style and color that matches the products manufactured by midmark. The attorney who called indicated that the incident involved an elderly female patient, but no further patient information was available. There were no products retained by midmark, but a search of engineering drawings and comparison to the photo, indicate this product was in the same condition as designed and manufactured. A search of our complaint records revealed that a previous complaint had been received from another medical facility in 1999. This complaint was recorded by a previous employee. This report involved a female patient who stumbled while walking in her hospital room. She fell backward and punctured her arm with the hook on the IV pole. She required stitches, but no further issues were reported. The former employee had determined at that time that an IV pole is not a medical device and is not regulated. There was no medical device report filed at that time. It has now been determined that an infusion stand, i.e. IV pole, is in fact a medical device subject to MDR reporting. A risk analysis has been conducted on this failure mode. There is no particular failure of the product. Both of the incidents reported involved accidental falls in proximity to these poles. They were distributed from 1991 through 2000. The results of the risk analysis indicated that there is an obvious risk of death or serious injury. Based upon the number of products in distribution, the number of opportunities and the length of time these have been in service, the probability of similar incidents was determined to be extremely low. A search of the FDA adverse event data base also does not indicate any reports of similar incidents from any other manufacturer of IV poles. These were sold as commodity items through medical product distributors. If any distributor sales records exist, they will be at least 6 years old. The potential distribution is nationwide. There is a possibility that these products could be located in hospitals, clinics, pharmacies, extended care facilities such as nursing homes or hospice care, etc. Midmark has determined that a voluntary recall is not warranted. The FDA office of compliance responded and agreed that this was not a recall. Midmark will be working with the office of compliance to post a safety alert on an FDA website. Midmark will also pursue publication of a notice in newsletters that are distributed to the types of facilities where these products may be located. Recommended action will be to use caution if the lower hook is used, or to avoid using this pole in situations where this hook is not being used.